Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in anesthesia, the tip of the dilator peeled back during use. As a result, it was removed by the vascular surgeon and a new kit was opened and successfully used to complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.